Event description:
It was reported that during an unknown procedure, the jaws jammed shut and had trouble opening them. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.